Manufacturer narrative:
Follow-up # 1 date of submission 06/11/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the down arrow and ok keypad buttons were found to be intermittently unresponsive; the up arrow and contrast keypad buttons responded appropriately. There was evidence of contamination found under the up arrow, down arrow and ok key contacts. Unrelated to the complaint, evaluation revealed that the display screen was discolored. The display was replaced with a test screen and was found to function properly. Also unrelated to the complaint, testing revealed the time and date reset to factory settings. The pump was opened and the internal clock battery on the printed circuit board was found to be leaking.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up arrow, down arrow, and ok keypad buttons were delayed in response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.